Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), advance the endoprosthesis past the target location and pull back to desired position to release stored energy in the system. Additionally, while maintaining the exposed delivery catheter as straight as possible, deploy the endoprosthesis by pulling the deployment knob in a steady, continuous motion. The IFU also states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but is not limited to improper placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2018, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. It was reported the physician intended to implant the device just distal to the left subclavian artery (lsa). Reportedly, during deployment, the device ¿jumped¿ forward 3cm and completely covered the left subclavian artery and the left common carotid artery (lcc). It was reported the cause of the device jumping is unknown. It was reported the physician inflated a balloon inside of the device and pulled the device distally into the intended location, no longer covering any vessels. The procedure concluded without any further complications being reported. Final angiography showed complete exclusion of the aneurysm and the patient tolerated the procedure.